Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 122 mg/dl. The customer states the drive support cap appears normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was unable to complete pump rewind due to pump alarm. The customer was unable to continue further troubleshoot will call back later. The insulin pump will not be returned for analysis.